Event description:
Consumer stated the toothbrush took a filling out of the front tooth. Update 7-27-2018; "the brush it so forceful. I think the filling came out when I was brushing but I am not sure. It was a small filling. The filling is almost 2 years old. She purchased the brush (B)(6) 2018 and used it 2 times. The filling came out the second time. I am going to the dentist and they are going to replace the filling I think for free."